Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially peeled from the jaw and partially was missing. There were contact marks on the surface of the probe and the jaw. The manufacturing record was reviewed with no irregularities. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during a laparoscopic gastrectomy. The user found that the ptfe pad of the devices was separated. And the ptfe pad partially fell off outside the patient body when the user checked the device. The procedure was completed with another thunderbeat device. There was no patient injury reported.